Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm, no bolus stopped alarm and no motor error alarm noted during test. Motor passed motor test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had bolus stopped alarm, no delivery alarm and motor error alarm. The customer¿s blood glucose was 17.4 mmol/l. The customer stated that they were able to clear the alarm. The customer reported that the alarm was occurred every time they were bolusing. The troubleshooting was performed for bolus stopped alarm. The insulin pump will be returned for analysis.